Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels and the distal end of the device. Oekg checked the subject device and found the following. The light guide lens was damaged. The distal end cap was damaged. The bending section was worn out. The air/water cylinder was worn out. There was a foreign material on the suction cylinder. The universal cord was kinked. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, escherichia coli (>30 cfu/20ml) were detected from the sample collected from the subject device. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 4, using peracetic acid. There was no report of infection associated with this report.